Event description:
Unit began alarming "vent inop" and then shut down while on patient. Staff began to manually ventilate patient. Infant bagged for 10 minutes while replacement vent obtained sao2 maintained at 98-100%. No patient injury reported.